Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device met all material specifications as received. The evaluation of the returned device revealed a broken inner tip. Further investigation revealed damaged outer window where the inner window had collided. Device history record review revealed nothing relevant to this event. Complainant's event is typically caused when end user applied excessive bending/leveraging force on the device during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the 4.0mm x 13cm torpedo was being used in an acl reconstruction procedure. During the procedure, the tip of the torpedo broke off inside the patient. This happened approximately midway through the procedure. The broken tip was immediately seen through an arthroscope. There was a delay to the case for approximately 30 minutes to attempt to retrieve the tip. The surgeon was searching for the broken tip but was unable to retrieve it. X-ray and fluro was performed at the end of the case and no metal was seen. Another 4.0mm x 13cm torpedo was used to complete the procedure successfully. No patient injury reported.